Event description:
Boston scientific crm received information that high impedance measurements of greater than 2000 ohms was noted on this left ventricular (lv) lead. Threshold and sensing measurements were noted to be within normal limits in all pacing configurations. The field representative stated he will leave the lead in lv lead tip to right ventricular (rv) lead coil configuration as everything appears normal in that configuration. To date, no adverse patient effects were reported.

Manufacturer narrative:
This lead remains in service. No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Additional information was received that this lv lead was surgically abandoned due to high impedance measurements and lead fracture during a device replacement procedure for normal battery depletion (nbd). The lv lead fracture site was distal to the suture where the lead took a sharp bend into the vein, this created a kink in the lead and caused the lead to fracture. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.